Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral upper abdomen using a cooladvantage coolcore applicator and to the lower abdomen using a coolcore applicator and on (B)(6) 2017 to the bilateral upper abdomen (under breasts) using a cooladvantagepetite applicator and to the lower abdomen (below umbilicus) using a coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper abdomen and around the umbilicus mid (B)(6)2018, diagnosed on an unspecified date. Tissue was described as larger than non-treated areas and firm to the touch with the enlarged area being shaped like the cup on the applicator. After review by allergan medical safety ph of the upper abdomen directly below the breasts was confirmed but ph around the umbilicus was not confirmed.

Manufacturer narrative:
E1 phone number continued: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral upper abdomen using a cooladvantage coolcore applicator and to the lower abdomen using a coolcore applicator and on (B)(6)2017 to the bilateral upper abdomen (under breasts) using a cooladvantagepetite applicator and to the lower abdomen (below umbilicus) using a coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper abdomen and around the umbilicus mid (B)(6)2018, diagnosed on an unspecified date. Tissue was described as larger than non-treated areas and firm to the touch with the enlarged area being shaped like the cup on the applicator. After review by allergan medical safety ph of the upper abdomen directly below the breasts was confirmed but ph around the umbilicus was not confirmed.